Manufacturer narrative:
Additional information was received on 27-apr-2026. The hemostatic valve was not dislodged inside the hub nor outside the hub. The brim cap did not become detached from the sheath. The sheath was being used on the patient. Air did not enter the patient¿s body. Blood return was observed and approximate volume of blood loss was 10-20ml. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The picture evaluation details. A picture was received for evaluation following johnson & johnson medtech's procedures. According to the photo provided by the customer, observed the hub of the device. However, no damages were observed. In addition, the valve position could not be observed. Therefore, the photo does not provide enough information to confirm a leakage issue. A device history record was performed, and no internal actions related to the reported complaint condition were identified. The customer complaint was not confirmed based on the picture received. The device has not been returned for analysis and a root cause is unable to be assigned based on the current evidence. If the device is received in the future, the product investigation will be performed and updated accordingly, and any action will be taken if necessary. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6. Investigation findings code of ¿appropriate investigation findings term/code not available (c22)¿ represents photo analysis. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation procedure with a vizigo. During the procedure, blood leakage was found in the hemostatic valve. A new device was used to complete the procedure and there was no patient injury reported. Multiple attempts have been made to obtain clarification of this complaint. However, no further information has been made available.